Manufacturer narrative:
The report of keypad failures was confirmed on 2 out of 2 keypads. Two keypads tested good with no faults identified. Four front case keypads were returned inside a plastic bag. The serial numbers were written on the front display screens, suspected to be from the pcu which they were removed. Logs were not provided or deemed necessary for this investigation. A keypad test was performed on each returned keypad using cad pcu test fixture. Each keypad was installed on the test fixture, powered on and placed in maintenance mode. The keypad test was selected and each key was individually tested on each keypad. Test results identified 2 out of 4 returned keypads failing. Two keypads (s/n (B)(4)) tested good with no faults identified. The proximate cause of the keypad failures is suspected to be associated with keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module s/n (B)(4) service history record showed the device had a manufacture date of 03/22/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 09/08/2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Only keypads were provided for investigation.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. The issues were noted prior to patient use.